Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No magnetic imaging resonance anomaly noted during test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose level. The customer's blood glucose value was over 45 mg/dl at the time. The customer was assisted with troubleshooting for low blood glucose. The customer was not alleging that the insulin pump was over delivering. The customer reported that the insulin pump was worn during a computerized tomography scan. The customer was treated with food. The insulin pump will not be returned for analysis.